Event description:
At the close of a c-section, it was determined that the plastic pieces were potentially in the operative field. Subsequently determined that the plastic cover of the pressure gauge was broken. All pieces were not accounted for, uterus had already been closed. Abdomen was irrigated. Subsequent imaging procedures were negative but questionable 'radiopaque' foreign body. Patient will receive further follow up and possible imaging studies to continue to assess if foreign body is present.